Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, keyboard was not responding. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not responding. A field service engineer (fse) confirmed that the issue was resolved by customer before. Also, the fse confirmed that the auxiliary legacy drawer 2.1 was failed and found retractor band was broken. So, the fse replaced the retractor band to resolve issue. Also, cubie lid was broken in cubie e4, ejected cubie. Then verified using diagnostics that drawer functioned properly. The system functioned as intended after the field service engineer repaired the device.